Manufacturer narrative:
Upon completion of the investigation it was noted the valve was visually inspected and confirmed the tear in the silicone housing. Although it is not possible to determine the root cause for the tear in the housing, it might be possible that the device came in contact with a sharp or pointed object during the implant or explants of the device, this however could not be determined. It was also noted that the catheter was not returned for investigation. A review of the history device records for the valve confirmed the valve conformed to the specifications when released to stock. The lot records could not be reviewed for the catheter as the lot number was not provided. The instructions for use warns health care users to use extreme care when handling silicone products as silicone has a low tear resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed. We do not use therapy dates. As a result, today's date was used.

Event description:
The affiliate reported that after implantation, fluid accumulation was noted. The device was replaced due to silicone housing breakage.